Event description:
Drive medical has rec'd a pt complaint about an incident involving a shower chair with commode allegedly imported and distributed by drive medical. The claimant's attorney stated that the claimant was being bathed by her daughter when the claimant slipped from the chair "and did net have enough stroke and hip fracture". The claimant's chest got compressed and had difficulty breathing. The claimant was taken to a hospital. X-rays indicated a posterior fractured. She was then placed on a ventilator, which remained until her death seven (7) days later. According to the coroner's report, the primary cause of death was cardiopulmonary arrest in an accidental manner. This MDR report is based on the info provided by claimant's attorney and claimant's medical record.

Manufacturer narrative:
Since the reported device was not returned to fort, we are not able to evaluate it.